Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed damaged components. Drive shaft was bent. This was contributed to normal wear. Unit was repaired and returned to the customer.

Event description:
Device was returned for repair. The customer reported that the shaft was broken and it is difficult to attach and remove cutting tools. This is report 1 of 1 for complaint # (B)(4).